Event description:
It was reported that ongoing intermittent occlusion alarms occurred. There was no adverse impact to the customer¿s blood glucose level. Customer resolved events by changing infusion set and cartridge. System check was performed by tandem technical support. Reportedly, the customer reverted to an alternate method of insulin therapy.